Manufacturer narrative:
The information was received through a survey and neither the customer nor the product information was provided; therefore, follow up and analysis were not able to be performed to confirm the allegation. The product malfunction was unable to be confirmed because the customer and product information were not provided; therefore, follow up for confirmation is not possible. A review of recent cases was conducted, and no similar issues have been recorded for customers in the region within the timeframe suggested.

Event description:
Philips received a complaint on an intellivue multi-measurement module x3 indicating that through a post market clinical follow up survey, a customer indicated that within the past 14 days, there was an instance where inaccurate invasive blood pressure was observed or suspected. The ECG heart rate measurement was inaccurate ECG artifacts. The device was in use on a patient at time of event; there was no adverse event reported.